Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+2.00/112 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6)2023. The lens had low vaulting and remained implanted. The cause of the event was unknown. This was the replacement lens for MFR. Report # 2023826-2023-01170. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.00/+2.00/112 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens had low vaulting. On (B)(6) 2023 the lens was exchanged for a longer length lens. This resolved the problem. The cause of the event was unknown. D9: return date: 05-sep-2023. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h1: should be corrected to serious injury. Claim#(B)(4).